Event description:
It was reported that noise and oversensing was observed on the implantable cardioverter defibrillator (ICD) during testing. The patient had no underlying rhythm. The oversensing was thought to be diaphragmatic myopotential oversensing. The device was sensitive to intrinsic myopotentials. Programming changes were relayed to the clinician. There were no patient consequences. The patient was stable.